Manufacturer narrative:
Unit passed the self test and displacement test. No pump error 4, pump error 15, and pump error 63 alarms occurred during testing. Test p-cap locked into reservoir tube successfully. Pump error 4 was found in the history files on (B)(6) 2023 at 13:18:05.00 due to an error in the ipc communication in the motor cpu as a result of pump error 63. Pump error 63 variable 15 was found in the history files on (B)(6) 2023 at 13:18:05.00 due to two wire interface programming error. Pump error 15 was found in the history files on (B)(6) 2023 at 06:53:03.00. Pump was cut open and found evidence of moisture on pcba 1, pcba 2, and the force sensor. The following were noted during visual inspection: cracked retainer, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, battery tube threads - cracked, cracked case (battery tube), label damage (peeling). In summary, customers alleged pump error 63 and pump error 4 were confirmed through the pump history download due to hardware error anomalies. Pump error 15 was not observed during boot up. Pump error 15 was not confirmed. Pump exposed to moisture confirmed on pcba 1, pcba 2, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was not working properly and had faced issues with the insulin pump. It was reported that they received pump errors since a month.  Troubleshooting was performed and found that the customer received the error code of hardware low-level failures (pump error 63), the error code of the motor arm cannot communicate with the main arm (pump error 4) and the error code of the critical block and inverse critical block did not add to zero (pump error 15). The customer was able to clear the alarm successfully and stated that the pump rewind was completed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to a backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.